Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer alleged the chair will stop and all the lights are on the joystick are on like normal with no flashing wrench.